Event description:
Revision surgery revealed polyethylene wear on the superior and posterior condyles of the tibial insert.

Manufacturer narrative:
Summary of evaluation: the tibial insert cannot be evaluated for the reported wear and loosening as it has not been returned for evaluation but rather has been retained by the pt. A review of the device history record for this insert found that no discrepancies were reported during manufacture. The medical opinion stated "it never seated well on the posterior locking tabs" no further action possible at this time. Should the device or add'l info become available, this evaluation will be reopened.